Event description:
The customer reported that the insulin pump alarmed no delivery and had physical damage. Customer stated was getting no delivery alarm during bolus and manual prime. Customer declined to troubleshoot. Customer's blood glucose was 153 mg/dl. Customer stated that the insulin pump had a crack around the reservoir compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a broken reservoir tube lip.